Event description:
Medtronic received information that following implant of this bioprosthetic valve, severe regurgitation was observed and bleeding with direct vision from the muscle bar side of the valve. Upon re-examination, the surgeon noticed that the polyester fabric had separated from the inflow side of the valve. The fabric did not appear ripped, but dislodgement of the entire fabric. The surgeon applied additional sutures and pericardium to fix the problem. The patient then came off bypass with no regurgitation. Based on the available information, the valve remains implanted with no adverse patient effects.

Event description:
Medtronic received information that following implant of this bioprosthetic valve, severe regurgitation was observed and bleeding with direct vision from the muscle bar side of the valve. Upon re-examination, the surgeon noticed that the polyester fabric had sepa rated from the inflow side of the valve. The fabric did not appear ripped, but dislodgement of the entire fabric the surgeon applied additional sutures and pericardium to fix the problem. The patient then came off bypass with no regurgitation. Based on the availab le information, the valve remains implanted with no adverse patient effects.

Manufacturer narrative:
No product was returned for analysis, as it remains implanted. Conclusion: the device history review of this valve was reviewed and no anomalies were noted that would have impacted this event. It was reported that bleeding was observed on the muscle bar side of the valve and upon re-examination, the polyester fabric had separated from the inflow side of the valve and the entire fabric appeared dislodged. There is a possibility that the cloth can pull away if there is significant tension/twisting/distortion while performing the anastomosis during implant. However, this could not be confirmed. It was reported that the surgeon applied additional sutures and pericardium to fix the problem. The patient then came off bypass with no regurgitation. It was reported that the valve remains implanted with no adverse patient effects. No similar incidents (dislodgement of the fabric after implant) have been reported and no current trends have been noted for this event type.

Manufacturer narrative:
Based on the provided information, this valve was repaired and remains implanted. No product will be returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history review is pending. Upon completion of our investigation, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.